Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lavh. Handle got lock in the latched position when the surgeon was dissecting along the fallopian tube. Additional information received from the sales rep on 22 sep 2017: I am not sure if the blade was stuck in the jaw. Though after releasing it from the patients he tried to release the handle and could open the device jaw, though it got stuck again afterward without cutting, and no tissues. There was no real bleeding when he cut around to release the surrounding tissue and get the jaw free. By the way: the surgeon thought that it may have been his mistake, as he said he push strong the handle to lock it, so he thought it may have been too strong. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a locked handle. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was bent. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible component and inspection enhancements intended to further minimize the potential for this type of event to occur.